Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inner shaft of the driver fractured upon implantation of the screw. The surgeon used a new driver and screw to complete the procedure. There was minimal (<15-minutes) delay to switch out the instruments and no impact on the patient.

Manufacturer narrative:
Additional information: method, results, and conclusions - without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the inner shaft of the driver fractured upon implantation of the screw. The surgeon used a new driver and screw to complete the procedure. There was minimal (<15-minutes) delay to switch out the instruments and no impact on the patient.